Event description:
During preparation for an implant of a left ventricular assist device, it was reported by the vad coordinator that inflow graft was pre-clotted per the hospital's normal procedure; however, it was noted that the tisseal had leaked inside the graft after pre-clotting. Another inflow graft from a back-up implant kit was pre-clotted with no further issues and the lvad was successfully implanted.

Manufacturer narrative:
The inflow graft that was found to have leaked tisseal into the graft was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.